Event description:
It was reported that, at implant, the pt's lead showed high impedances. It was stated the lead showed good readings in the snap lid, but "when just electrodes 8-15 were tried, she saw opens." It was stated the manufacturer rep would try again. An outcome was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).